Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life with damage) issue. The reporter states the battery life is decreasing for the last few weeks and less than expected. Battery type setting matches type of battery being used in pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.